Event description:
Same case as: 2134265-2013-09404 and 2134265-2013-09405. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, it was noted that the motor drive unit (mdu) was unable to perform pullback. Upon pullback image of the lesion also disappeared. No patient complications reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-09404 and 2134265-2013-09405. It was further reported that the facility is using the original device without problem. It was confirmed that there was a problem with the concomitant opticross¿ imaging catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).